Event description:
It was reported that after intubation, the cuff pressure decreased during inflation. The cuff was subsequently fully deflated, and a new intubation was successfully performed. A functional check was conducted by inflating the cuff while it was immersed in water, which resulted in visible bubble formation, indicating a leak. Although the event involved a patient, no harm was reported.

Manufacturer narrative:
At the time of this report no product was returned for evaluation. A video was returned showing air bubbles coming out of the cuff of the tracheal tube. The complaint of decreased pressure can be confirmed based on the returned video. However, without the return of the sample used a comprehensive failure investigation cannot be performed, and a root cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.